Manufacturer narrative:
Other applicable component is: product ID 977a275 lot# 0209716452 implanted: (B)(6)2015 explanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that the lead was explanted on (B)(6)2017 and will not be returned because the lead got lost.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, lot# serial# unknown, implanted: (B)(6)2015, product type: lead. Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient felt loss of stimulation. Reprogramming via the clinician programmer showed that five of eight contacts had high impedances (>10,000). It was further reported that electrodes 1-7 had impedances >10,000. No external contributing factors could be determined. Troubleshooting and reprogramming via the clinician programmer was performed. The patient felt stimulation again, but not as good as before. No interventions/actions were taken yet. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred, but unknown if planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID 977a275, lot# 0209716452, implanted: (B)(6) 2015, product type lead. Product ID: 977a275, lot# 0209716452, implanted: (B)(6) 2015, product type: lead. Has been updated.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the lead was replaced and the issue was resolved. The patient felt paresthesia again. The cause of the high impedance was not determined. The patient did not experience any falls or traumas. No further patient complication was associated with the event.